Event description:
It was reported that five days following the implant procedure, the right atrial (ra) lead caused a perforation, which resulted in cardiac tamponade. Drainage was performed on the same day as the revision procedure. The ra lead was replaced with a new tined lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.